Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during a breast biopsy with the open sampling aperture (trough) did not close and stayed open. The customer reported this resulted with "a bloody mess." The customer further clarified "the trough did not close when prompted to causing the patient to bleed a lot when the needle was pulled back from her breast. Biopsy was completed and additional pressure hold was done on patient.". The procedure was able to be successfully completed with the same device. Customer outreach was performed and confirmed there was no additional intervention needed beyond "longer hold time with applying pressure". No further information is available at this time.